Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014 high torque floppy, versacore, mailman, wholey. Sheath: 6f, 7f. (B)(4) - indication for use. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Perforation, thrombosis, and hypotension are known adverse events listed in the rx xience instructions for use (IFU). A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. It was reported the xience v was used in a saphenous vein graft. The xience v IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts (svg). The implantation of the stent in a svg does not appear to have directly caused or contributed to the reported difficulties.

Event description:
It was reported that during the procedure of the saphenous graft (svg) to the posterior descending artery, cutting balloon angioplasty was performed followed by deployment of a 4.0 x 28 xience v stent at 16 atmospheres for 44 seconds. The stent was not fully expanded; therefore, post dilatation was performed using a non-abbott balloon. After balloon deflation, images revealed a perforation on the lateral aspect of the graft. The patient began to become unstable. Dilatation was performed at the perforation site followed by deployment of a jostent graftmaster 5 x 12 stent graft sealing the perforation. Dopamine was administered. The patient coded but responded. Extraction catheter was passed into the svg and thrombectomy was performed in the the entire right coronary artery. A balloon was used to dilate the graft distal to stent placement and flow was achieved. Echocardiogram revealed effusion in the right side with right atrial collapse. Dilatation was performed again and an intraaortic balloon pump was placed. Surgical intervention was performed for decompression of tamponade. Post operative diagnosis: acute hemopericardium with pericardial tamponade. The patient was discharged to home (B)(6) 2011 with no new medications prescribed, and is reported to be doing reasonably well. Though requested, no additional information has been provided.